Event description:
It has been reported by an ethicon international affiliate that a male patient, in respiratory insufficiency with pose of catheters (right radial arterial in 2007; right femoral venous three days before). The patient had experienced inflammation with biopatch at the level of the catheters - the devices were changed every 7 days. On the third change, lesions were observed at both sites. The two devices were removed. The patient subsequently died, but it has been reported that this was not a consequence to the use of biopatch. "See scanned page."

Manufacturer narrative:
The product involved in the reported incident is not available for return. An investigation has been initiated based on the reported information.